Event description:
It was reported that the device plunger was broken and would swivel. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, and a cracked, loose, and rotated plunger assembly. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the device being dropped or mishandled by the customer. The plunger cases, carriage, and plunger tube were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.